Event description:
During a cardiopulmonary bypass procedure, the vacuum regulator was observed to malfunction in such a way that vacuum was not maintained as expected. There were no adverse consequences to the pt as a result of this event. The device involved in this event is mfg by a MFR other than terumo cvs.